Manufacturer narrative:
The tech was informed that the account will not be repairing this device, due to the cost associated with the component needed to complete the repairs. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has unintentional movement.